Manufacturer narrative:
Additional cartridge lot number: m226905. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 30) occurred during pumping. Customer's blood glucose was 250 mg/dl. The customer reverted to manual injections for insulin therapy.